Event description:
It was reported that during the implant procedure, the right ventricular lead could not be inserted into the header. The device was no longer used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.